Event description:
It was reported that the ambicor penile prosthesis (app) is going to be revised on a future date because the patient presented to the physician with "penis thinning and inflated implant without axial stiffness, middle fold, mechanical failure, non-functional penis."